Manufacturer narrative:
Philips has investigated this complaint. The customer reported that c-arc did not move. The service engineer did not provide their analysis findings and unable to confirm the final disposition of the device because of service has been cancelled as the ups not covered in contract. At the time this complaint was received, philips did not have enough information to exclude that a device malfunction had the potential for death or serious injury on recurrence, and as such the complaint was reported. Ups power failures or outages may occur that can cause arc does not move. Ups failure is considered as a localized power failure that is not caused by the device. Since the malfunction of an external ups power source would not be considered a device malfunction of the allura system, this event would not be reportable. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the c-arc did not move. No harm has been reported to philips. Philips has started an investigation of this complaint.